Manufacturer narrative:
The investigation determined that both higher and lower than expected vitros valp results were obtained from multiple quality control and patient samples processed on a vitros 5,1 fs chemistry system. The investigation was unable to determine a definitive root cause. However, an instrument related event or a reagent issue could not be ruled out as contributing factors. In addition, improper dilution of the biorad level 2 control fluid and reagent pack handling also could not be ruled out as contributing factors. The root cause of this event is unknown. Acceptable vitros valp performance has been observed using an alternate reagent lot. However, ocd has received no related customer complaints to suggest an issue with vitros valp reagent lot 1511-15-1308.

Event description:
The customer obtained both higher and lower than expected vitros valp results for multiple quality control and patient samples using a vitros 5,1 fs chemistry system. Values of 43.74, 43.62, and 43.29 ug/ml were obtained from the biorad level 1 fluid versus the expected value of 32.86 ug/ml. Values of 192.19, 199.13, and 203.99 ug/ml were obtained from the biorad level 2 fluid versus the expected value or 154.25 ug/ml. In addition, unexpected results (76.0 vs. 95.0 ug/ml, 87.4 vs. 72.0 ug/ml, 106.0 vs. 88.5 ug/ml, 96.4 vs. 77.2 ug/ml) were obtained for multiple patient samples. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The unexpected patient results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report is number one of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).